Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2012. During the procedure the cup would not release from the inserter, which caused a delay greater than thirty minutes. Another cup and inserter was used to finish the procedure.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification and found evidence that instrument fractured due to fatigue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02326 / 02327).